Event description:
The issue was found during an unknown therapeutic procedure, which was completed with another device. The probe did not fall into the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h3, h4, h6. Corrected fields: d7a, h5. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and additional information. Updated fields: d4 (lot), h6, h7, h9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable root cause could not be identified.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was used during the procedure and the tb-0535fcs caused a probe bent notification and then the jaw broke. There were no reports of patient harm.